Event description:
It was reported that during service and repair pre-testing it was discovered that the motor device "had loose set screw and frayed cap cable". The event was not related to surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for service however did not meet manufacturing specifications during pre-repair assessment. (B)(4) evaluated the device. The visual assessment found that the set screw was loose and the cap cable was frayed. Therefore, the reported condition was confirmed. This was due to normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.